Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded non-physiological signal. Data analysis was performed, post-shock signal contains artifacts which could be an indicator of electrode issue. Oversensing was observed in the secondary vector. Boston scientific technical services requested higher quality x-rays to verify electrode body shape as well as connection. The implant x-ray does appear to show the system higher which is also adding the possibility of higher myopotential detection. Complete troubleshooting was recommended for all sense vector configuration and have the patient perform maneuvers and manipulate the device to reproduce the artefact issue. Additionally, new x-ray imaging was provided for review, technical services reminded local representative that further invasive actions would be needed. Technical services suggested hospitalizing the patient can be an option if they want to avoid other inappropriate shocks. The device was reprogrammed to primary vector. Subsequently, this device and electrode were explanted and replaced. No additional adverse patient effects were reported. The electrode was not return for analysis, only the device.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode and s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported, that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded non-physiological signal. Data analysis was performed, post-shock signal contains artifacts, which could be an indicator of electrode issue. Oversensing was observed in the secondary vector. Boston scientific technical services requested higher quality x-rays to verify electrode body shape, as well as connection. The implant x-ray does appear to show the system higher. Which is also, adding the possibility of higher myopotential detection. Complete troubleshooting was recommended for all sense vector configuration. And have the patient perform maneuvers and manipulate the device to reproduce the artefact issue. Additionally, new x-ray imaging was provided for review. Technical services reminded local representative, that further invasive actions would be needed. Technical services suggested hospitalizing the patient can be an option if they want to avoid other inappropriate shocks. The device was reprogrammed to primary vector. Subsequently, this device and electrode were explanted and replaced. No additional adverse patient effects were reported. The products are expected to return for analysis.